Event description:
It was reported that during a lar procedure at the distal point of transection, the device did not staple and the rectal stump was not closed. Due to the lowness of the site of the transection, it was impossible to repair or prepare the tissue to permit the firing of the device. The pt outcome was a permanent colostomy. There was no other reported pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.